Event description:
It was reported that the right ventricular lead had elevated thresholds. The thresholds were stable and the lead was working fine so the lead was reused during a device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.